Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the lcd screen on the system controller (serial number: (B)(6)) not functioning as intended was confirmed. The controller was returned for analysis in unremarkable physical condition. Vertical white lines on the lcd screen were noted when the controller was powered on. The lines on the screen did not prevent information from being understood on the screen. The controller passed all other functional testing as intended. The screen was replaced, and the issue resolved, isolating the issue to the lcd screen. The downloaded log files did not show any interruption of controller¿s ability to support the pump as intended due to the screen issue. The root cause of the reported event was determined to be due to an issue with the lcd screen; however, the root cause of the lcd damage was unable to be determined. Heartmate 3 instructions for use (rev. C) section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3patient handbook (rev. D) and heartmate 3instructions for use (IFU) (rev. C), caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and revealed no deviations with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had a damaged display of the system controller during follow-up visit in clinic. It was noted with a permanent, vertical interference on the display of the system controller. The system controller was exchanged.